Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that asymptomatic patient presented in clinic for a follow-up. Noise was seen in episodes and was reproducible with isometrics testing. The lead was capped and replaced.